Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP devices. The patient alleged visualization of particles. The device was returned and manufacturer could not confirm particles in air path during device evaluation. There was no report of patient harm or injury.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles related to a CPAP device's sound abatement foam. There was no report of serious patient harm or injury. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated. There was no mention of visual findings to the external part of the device. The device's downloaded logs were reviewed by the manufacturer. There were 32 errors found. The manufacturer concludes that they could not confirm the customer's allegation and there was no visible foam degradation and unit got scrapped.